Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The initial procedure treated the 2.75x16mm, 80% stenosed lesion of the proximal lad (left anterior descending) artery. Treatment consisted of placement of a 2.75x24mm study stent resulting in 0% residual stenosis. A non-study 2.5x20mm taxus liberte stent was also placed in the 1st diagonal during the procedure. The patient returned in (B) (6) 2009, due to 80% in-stent restenosis at the 1st diagonal. The patient was treated with non-stent percutaneous coronary intervention at the 1st diagonal resulting in 20% residual stenosis.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.